Event description:
The customer observed calibration issues with the clinical chemistry urea nitrogen lot 97642un11. The customer removed the reagent, examined the cartridges and observed mold growing on the bottom of the r1 cartridge. The customer checked the remaining cartridges of this lot number and found no mold present. The customer installed different cartridges and the calibration passed with quality controls within limits. The customer was sent replacement reagents. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.